Manufacturer narrative:
Result: bracket.

Event description:
It was reported by service report that the fowler gradually goes down with pt weight. It is unk if there was pt involvement, however, no adverse consequences are reported.